Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. The rep reported that the patient had a lumbar MRI 2 months ago and felt some warming at the ins site. The rep reported that the MRI was approximately 30 minutes. It was reviewed that some heating was normal according to labeling. No further complications were reported.